Event description:
The facility reorts while hoisting a resident, one of the sling slips became detached, causing the resident to partially fall out of the sling. The resident suffered a slight grazing and bruising to their shoulder.